Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the refill nurse confirmed at the time of the refill she was expecting 2.1 and received 4.9 back. The dye study was performed on (B)(6) 2020 and did not show anything abnormal per the physician. The catheter was patent and remained intrathecal.

Manufacturer narrative:
H6. Device code was updated from a1405 to a24. Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-mar-2017, UDI#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2020, it was reported that the patient was experiencing increased spasticity and went to the ER as a result. According to the patient, they had these symptoms prior to their refill on (B)(6) 2020. According to the nurse who refilled the patient at that time, there was about a 2.5 ml discrepancy in the pump. The patient's pump logs were read and no active alarms or motor stalls were noted. The refill nurse indicated that they would order a catheter dye study to rule out catheter issues. No surgical intervention had occurred, but it was unknown if any intervention was planned. The issue was not considered resolved at the time of the report.